Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no actions or interventions had been taken to resolve the issue. The electrode was being monitored by the patient's care team. The issue had not been resolved, but the patient was doing well and had not experienced any interruptions in therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the patient's impedances were all normal and ranged from 800-900 ohms, but electrode 5 seemed higher than normal. The manufacturing representative measured 1200 ohms on the day of the report. On (B)(6) 2016, she measured 4,000 ohms. Three days later, it was 4,000 ohms at 0.25 volts and 7,387 ohms at 0.70 volts. The impedances were run again at 3.0 volts and the impedances were at 986 ohms. The patient had 4 programs and one of the programs used electrode 5. Using electrode 5 as a reference, the impedances ranged from 1,119 to 986 ohms. The patient had therapeutic benefit. The health care professional (hcp) took imaging on (B)(6) 2016 and the leads look in place per the manufacturing representative. The patient's impedance fluctuation started a couple of weeks ago. No traumas or falls were reported. No patient symptoms were reported. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.